Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer performed multiple supply changes to address the issue; however, the issue could not be resolved. Customer reverted to an alternate source of insulin therapy. There was no reported impact to customer¿s blood glucose level.